Manufacturer narrative:
B3 date of event: date of first month study commenced used as event date is unknown d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Kanthasamy, v., et al. (2025) safety and efficacy of catheter ablation for atrial fibrillation in an ambulatory day surgery center outside the hospital setting. Heart rhythm, volume 22 (8), 1935 to 1945. Doi.org/10.1016/j.hrthm.2025.02.010. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature article that a stroke occurred. A retrospective study was completed at a single day surgery center between 2020 and 2024 to evaluate the safety and feasibility of ablation for atrial fibrillation in an ambulatory day surgery center in a non hospital setting. Four hundred and fifty (450) patient were enrolled in the study underwent ablation for atrial fibrillation in a multiprocedural operating theater at an ambulatory surgical center. All procedures were performed under general anesthesia and uninterrupted anticoagulation supplemented by intraprocedural administration of unfractionated heparin. Three hundred fifty (350) patients underwent pulmonary vein isolation using a polar sheath and 28mm polarx cryoablation balloon catheter. Seventy eight (78) patients underwent pulmonary vein isolation using a faradrive steerable sheath and 31mm farawave pulse field ablation catheter. Twenty two patients underwent redo pulmonary vein isolation via non boston scientific radiofrequency ablation catheters. Of the 78 patients that received pulsed field ablation with the farawave catheter, one (1) patient experienced a minor stroke caused by branch retinal artery occlusion leading to a partial visual field defect. Following a clinical evaluation at a specialist eye hospital, which confirmed the diagnosis and included a normal computed tomography (CT) head scan, the patient was managed conservatively on an outpatient basis. No further information on the status of the patient is available.